Manufacturer narrative:
Device eval by manufacturer: the eluvia was returned to boston scientific for analysis with a 0.014 guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination showed a kink in the outer sheath at the nosecone and a separation of the pull rack 10.6 cm from the knob. The guidewire was measured at 0.014 inches. The handle was opened and a prolapse of the proximal inner was found inside handle. The stent was not returned for analysis. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm a partial deployment of the stent or material deformation but did find damage that would have contributed.

Event description:
It was reported that the stent partially deployed and stretched. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the right superficial femoral artery to treat peripheral artery disease. The 99% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure when the stent was approximately 60% deployed, strong resistance was felt rotating the thumbwheel. The device was forcibly deployed, and the stent stretched. The procedure was completed. No patient complications were reported.

Event description:
It was reported that the stent partially deployed and stretched. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the right superficial femoral artery to treat peripheral artery disease. The 99% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure when the stent was approximately 60% deployed, strong resistance was felt rotating the thumbwheel. The device was forcibly deployed, and the stent stretched. The procedure was completed. No patient complications were reported.